Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced pain, inability to have intercourse, bowel problems and infection. The patient was administered multiple pain medications and antibiotics. The patient is unable to work and uses a mobility scooter. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.